Event description:
Dental implant failed.

Manufacturer narrative:
The investigative worksheet stated that a mml 3.75mmd implant was placed in the #27 area of the mandible to help retain a full lower denture. The prosthesis was in function for four months before the implant failed to maintain osseointegration and had to be removed. The panoramic radiograph dated 7/29/96 showed a 10mml 3.75mmd implant in the #27 area supporting a titanium ball screw abutment (tsb). After studying the x-rays and reviewing report, co finds that the pt could have place more functional load on the tsb abutment than was anticipated. Therefore, when restoring this pt again, it is recommended to use a bigger implant for the add'l support and to check to make sure the denture is totally tissue supported.